Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). The device battery was suspected to be depleting prematurely. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient has decided not to have the device replaced and plans to continue with medical management through the physician office.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). The device battery was suspected to be depleting prematurely. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.